Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set cannula was bent. The issue occurred on (B)(6) 2024. The blood glucose level was 120 mg/dl. The insertion site was abdomen. The issue was occurred within 3 hours of insertion. The patient replaced infusion set and resume insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.